Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid-posterior communicating artery (ic-pc) using penumbra smart coils (smart coils). During the procedure, the physician advanced two other manufacturers'' microcatheter into the patient and then placed three non-penumbra coils. While attempting to advance a smart coil through the non-penumbra microcatheter, the physician encountered resistance around the hub and inside the microcatheter. The physician then removed the smart coil, rinsed it with saline and made another attempt to advance it through the microcatheter. However, the smart coil was unable to advance through the microcatheter. Therefore, the physician removed the smart coil and completed the procedure using the same non-penumbra microcatheters, new smart coils and other non-penumbra coils. It should be noted that the physician used another manufacturer's rotating hemostasis valve (rhv) and maintained a continuous flush throughout the procedure. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Describe event or product problem for additional clarification provided by the distributor. Results: the penumbra smart coil (smart coil) embolization coil was intact with the pusher assembly and had offset coil windings. During functional analysis, the smart coil was advanced out of its introducer sheath without an issue. The smart coil introducer sheath was inserted into the non-penumbra microcatheter used in the complaint and a demonstration microcatheter, but the smart coil could not be advanced through the hubs of either microcatheters. Conclusions: evaluation of the returned devices revealed that the embolization coil had offset coil windings. This type of damage typically occurs if the introducer sheath is not properly seated in the hub of the microcatheter while the smart coil is advanced. If the introducer sheath is not properly seated in the microcatheter hub, the smart coil may take shape inside the hub and subsequently become damaged. The observed damage (i.e. Offset coil windings) likely contributed to the resistance experienced when advancing the smart coil during the procedure. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-00294, 3005168196-2017-00295, 3005168196-2017-00296, 3005168196-2017-00297.

Event description:
Additional clarification was received on (B)(6) 2017 indicating that during the same procedure, the physician encountered resistance while advancing four of the smart coils out of their introducer sheaths and through the same microcatheter. However, the four smart coils were able to be deployed and detached into the target vessel.